Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during preventive maintenance, touchscreen of cardiosave intra-aortic balloon pump (iabp) intermittently locks up. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) touchscreen intermittently locked up and can't use touchscreen. Patient not involved and no harm reported. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.